Event description:
The complaint is reported as: the cuff on the tube is deflating and creating leaks during pt use. The pt had to be reintubated. No pt injury reported.

Manufacturer narrative:
The device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The device sample is not available for eval, therefore, the complaint could not be confirmed and a root cause could not be established. Manufacturer will continue to monitor and trend related complaints.